Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh erosion first noted by a physician? Mesh erosion site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for erosion including dates and results. Describe any medical/surgical intervention for pain including dates and results. What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure in 2012 and the mesh was implanted. Following the procedure, the patient developed severe pain on sitting, intercourse and defecation and experienced mesh exposure in vagina. It was also reported that the posterior mesh bunched up and forming thick tender band across vagina. The patient has been unable to have intercourse since mesh insertion. Exposed mesh was removed from anterior and posterior vaginal walls in 2015. The patient underwent also a total excision of posterior mesh procedure on (B)(6) 2017 due to pain. Additional information has been requested.